Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (unspecified onetouch meter). The reporter claimed obtaining blood glucose readings of ¿165 mg/dl¿ with the subject meter and ¿101 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.